Manufacturer narrative:
H3:product analysis:evaluation determined that distal bearing is detached.the likely cause of failure is worn due to inadequate prev entive maintenance.it was also noted that laser markings and color band are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there are many attachments breaking down in one year and the customer wants to know if every attachment has the same problem and if there is something they are doing wrong. There was no patient involved with this event.it was reported that on evaluation due to bearing detachment.